Event description:
It was reported that the capture thresholds were not stable preventing cardiac resynchronization. Impedance was nearly out of range value. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(6).